Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was trying to put insulin in the pump and it kept alarming a compromised force sensor system alarm. Customer stated that it happened yesterday before he went to work. Customer's blood glucose was over 300 mg/dl at the time of the incident. Customer stated that the drive support cap was sticking out. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced. Customer declined to return the pump and will hold onto it. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and was received unable to prime during prime test due to loose protruded drive support disk also, unable to complete functional testing due to prime anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.